Event description:
The manufacturer received information alleging device won't power on and emits smell like a burning plastic or electrical wire. During the evaluation of the device at the manufacturer's product investigation laboratory, it was both internally and externally inspected and the findings were the water tank was not returned with the device. The philips pollen filter was returned with the filter not attached to the plastic casing. The philips ultra fine filter was returned bent and would not stay attached to the pollen filter. Sw1 on the pca was damaged potentially due to the assembly of the device and maybe while installing the center enclosure, the center closure could have scraped the top of the pca board which could cause the damage to sw1. Dust like contaminate on the exterior and interior of the ui bezel, top enclosure, center enclosure, iso port, blower box cap, blower box, heater plate, and bottom enclosure. There appeared to be liquid ingress with potential mineral deposits on the exterior and interior of the top enclosure, interior of the center enclosure, iso port, blower box, heater plate, dc jack cable, heater plate spring, bottom enclosure, and the q3 on the pca with corrosion in multiple areas of the pca. Burn marks appeared to be on the interior of the ui bezel, ui bezel ribbon cable, iso port, and q3 of the pca. Due to thermal damage to the pca, it appeared that the overheating caused the rubber on the blower box cap to melt and travel through the airpath of the device. The overheating potentially caused the brass on the blower motor to tarnish. The potential melted rubber appeared to be on the blower box cap, blower box, blower motor wires, blower bellow, blower grommets, and the inlet/outlet seal. The blower screws appeared to be rusted. The investigation was able to confirm the complaint that the device won't power on and had a burning plastic/electrical wire odor. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.